Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with hv therapy for an svt. Review of the episode revealed fast intervals falling into the vf zone and meeting detection criteria, which led to inappropriate therapy. The patient was not aware of the therapy, but felt much better after. The patient was stable before and after, and will continue to be monitored.